Event description:
This senior medical surveillance specialist reviewed the customer care advocate's documentation. A reporter/layperson (patient/layperson's daughter) alleged that the patient's onetouch ultra meter would not turn on at 11 am in 2009 when the patient attempted to test. The patient, whose daily regime is one tablet of glipizide in the morning and one in the evening, apparently ate less food due to the alleged product issue. At noon the same day, the reporter noted that the patient was "drowsy, passing out, and was unable to answer the reporter. The reporter gave the patient water and at 2 pm gave her food. The cca was unable to resolve the alleged product issue. The cca replaced the products. Because the patient allegedly ate less when unable to test and later allegedly became hypoglycemic, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.